Event description:
Our clinic has encountered at least 3 cases where the children were hurt by using the malem enuresis alarm. In each case, the child was sleeping at night when the incident happened. All children were between the age of 4 and 6 years. The alarms have developed defect causing explosion in all cases of the batteries and leaks on the child's body. This has in turn caused skin burn. The alarms were all new and we have the alarm if you need to analyze them. All three alarms have the back change in shape because of heat. All three alarms were new. The children were told to discontinue treatment and have to start using medication to counteract enuresis. Magenta.